Event description:
The dental office sent handpiece in for repair stating that it was running rough and that it burned a patient's lip and buccal mucosa. During a call with the dental office, it was informed that during a crown removal at tooth #30 the handpiece heated up. It caused a burn at the bottom of the lip approximately 1 inch in size. Dr said large white in color, surface was like an empty blister, tissue loose on lip, dr cleaned it up and underneath surface was pink. Patient was referred to oral surgeon in the same building. Patient was told to use oxy fresh mouth rinse and received amoxicillin 500mg to avoid inflammation. Dr has called the patient several times to follow up and patient said it was feeling better and swelling has gone down and healing.

Manufacturer narrative:
The handpiece has been checked visually and functionally against the valid specification. It was found that the running characteristics have been out of specification as the power consumption was too high, the bearings have been grinding and vibrating and hence it also failed the concentricity test. All these signs indicated already that the ball bearings have been worn out. During the short test run the heat up was reproducible. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push button during operation. This also includes lifting the cheek or tongue. To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.